Event description:
The customer had a blood glucose level of 399 mg/dl, she checked the pod and noticed that neither the needle nor the cannula had inserted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm neither the reported needle did not deploy, nor the cannula did not deploy, or to determine if they could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.